Manufacturer narrative:
The device was in use for treatment. The lead was capped, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent dive or clinical adverse events have been reported. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reevaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same similar type was found or indicated.

Event description:
Customer reported lead was capped due to high thresholds (2.75v). No subsequent device or clinical adverse events have been reported. The lead was actively implanted for 6 years, 2 months. On (B)(6) 2015, the customer reported the lead had always had a chronically high threshold, in the neighborhood of 2.75 v. This has been known for some time as patient has routinely followed. Plan has always been to change the lead at generator change.